Event description:
It was reported the pt had dural tear during the permanent implant procedure. A blood patch was not performed and the pt experienced headache and nausea after the procedure. The pt was advised to lay flat for 24 hrs. F/u info was rec'd that the pt had improved over time and no longer had any headaches. But it was noted the pt was experiencing pain and swelling at the mid back incision site. No further info was available at the time of this report.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.